Manufacturer narrative:
Evaluation method - medical review, device history record review. Results - medical review - a posterior capsule tear is more commonly secondary to surgical manipulations performed by the surgeon during intraocular surgery however, it remains unclear whether the product caused or contributed to this event. Vitrectomy is consequently performed in the presence of a capsule tear where there is vitreous loss, to preclude any further injury. A review of the device history record was performed and nothing was found in the manufacturing process of this lens that was the root cause of the complaint. The edges of the lens optic and both haptics were checked for rough/sharp edges and were found to be acceptable. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search, medical review, device history record review and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide). (B)(4): evaluation: method - lens work order search. Results - a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found a piece of the lens optic torn off and missing. There was evidence of clear surgical residue. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon inserted an aq2015a silicone aspheric three piece lens and the surgeon noted a capsule tear in the patient's eye. The lens was removed with no patient injury and a vitrectomy was performed. An anterior chamber lens was implanted. The reporter stated they use a competitors' phacoemulsification system.